Manufacturer narrative:
This report is being submitted to correct the h1. Block b3: exact date unknown, event occurred 6 months ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent ipg replacement procedure. Patient was doing well postoperatively. Nothing to return per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent ipg replacement procedure. Patient was doing well postoperatively. Nothing to return per facility policy.